Event description:
While performing oral suctioning through ett of vented patient suction canister broke apart. Potential risk of body fluid exposure to patient and staff and risk of harm from broken pieces.